Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced bg levels ranging from 200- 250 (mg/dl). The customer delivered a correction bolus to address bg level. The customer called tandem technical support for assistance with determining why insulin was taking so long to be delivered. Reportedly, the customer stated that after the customer delivers a bolus, the insulin on board (iob- active insulin in the body) shows 2 hours, which has been occurring since the customer started on the pump. Tandem technical support explained to the customer the meaning of iob. The customer understood, and had no further questions.